Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire in the jaw (heater wire) separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire in the jaw (heater wire) separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory on 04/30/2020. An investigation was conducted on 05/07/2020. Signs of clinical use and evidence of blood was observed on the harvesting handle. The clear silicone insulation on the tip of the hot jaw was observed to be peeled away at the tip exposing the metal tip. The peeled silicone insulation was not returned for evaluation. The clear silicone insulation on the cold jaw was observed to be intact. The heater wire was observed to be completely flexed away from the base to the tip of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed as well as for the analyzed failure "peeled jaw¿. Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.